Event description:
On (B)(6) 2013, the reporter contacted animas stating that the patient had been admitted to the hospital for blood glucose (bg) of "hi" (>600mg/dl) with ketones and vomiting. The reporter stated that the patient did not check her bg for 12 hours and may not be changing her infusion sets appropriately. The reporter declined to review the pump. The reporter stated that the patient was currently off the pump with the most recent bg of 252mg/dl. The patient is reportedly on an insulin drip. This complaint is being reported because the patient allegedly experienced hyperglycemia requiring medical intervention while using insulin pump therapy. Although diabetes management factors were reported as possible contributors, the pump could not be ruled out as a cause or contributor.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1: date of submission 11/01/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/05/2016 with the following findings:a review of the black box indicated data beginning on (B)(6) 2016. Due to continued pump use, the data from the time of the alleged incident was unavailable for review. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).